Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide kinked during use. No patient harm. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. The returned swg was returned in two pieces and contained multiple kinks and bends. Visual inspection revealed the swg was unraveled from the distal end and the distal weld was missing. Microscopic examination confirmed the proximal weld was present but no longer attached to the core wire. The total length of the swg core wire measured 680 mm which is within specification of 678-688 mm per swg graphic. The outer diameter of the swg measured 0.840 mm which is within specification of 0.838-877 mm per swg graphic. The swg was not able to be functionally tested due to the damage. A manual tug test confirmed the proximal weld was attached to the coil wire but not the core wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire was returned in two pieces due to the coil wire separating. The guide wire was unraveled from the distal end and the distal weld was missing. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The spring wire guide kinked during use. No patient harm. A new device was used. The patient's condition is reported as fine.